Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that no issues on the server. The technical support specialist (tss) dialed into the servers and confirmed the extract transform load (etl) was running every five minutes as expected. The tss reviewed the scheduled report history, which last ran on (B)(6) 2026 at 5:09 pm, and verified current transactions by running the all-device events report. A new scheduled report test was initiated using the device inventory report to confirm if scheduling functions properly, confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis reports were not generating and scheduled pyxis reports were not printing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.